Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The photograph displayed the patient's eye being implanted with the suspect product. The lens was observed to be stuck in the cartridge with one lens haptic sticking out of the cartridge tip. The cartridge tip was observed to be damaged. Due to no product received, no further evaluation could be performed and no further issues were identified. The photograph was also reviewed by a staff engineer intraocular lens (iol) insertion systems subject matter expert for further analysis. However, based on the limited information provided (photograph provided but no video or product), further evaluation could not be performed. The complaint issue "difficult to use", "lead haptic not folded", "plunger rod issue" and "use error" were not identified during photograph evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after setting the preloaded toric intraocular lens (iol) with ophthalmic viscosurgical device (ovd) there was resistance when the plunger was pushed out. There was also resistance when the plunger was rotated and the iol was implanted in the patient's eye. The iol lead haptic protruded diagonally upward (not folded) and came into contact with the corneal endothelium, causing some endothelial damage. The iol remains implanted. Through follow-up we learned that the physician hesitated to provide more details acknowledging that strong resistance when pushing the plunger forward was a primary factor. The plunger rod appeared to be bent to the right side in the cartridge during implantation and it was believed that the plunger scrapped off the corneal endothelium and damaged it. The patient post-operative visual acuity was at a level that presented no problems to the patient and the corneal endothelial count was being confirmed. It was also reported by the physician that the corneal endothelial damage was not at the center; therefore, it should not have a particular effect on the patient's visual acuity. No further information was provided.